Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed similar complaints for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is 1 of 2 for the same event. It was reported by the hospital that during a shoulder repair surgical procedure, the inflow fms tubing item was loaded correctly on the fms duo and after an hour of using the pump, the chamber filled up with water. The nurse was able to exchange the tubing and the doctor completed the case without a reportable incident. The pump was very noisy throughout the case and an unusual amount of fluid was used. It was further reported that in the same procedure, the patient had weak bone so we opted to use a 5.5 healix advance knotless. The tip of the anchor broke when loading the suture into and pulling back on the threader tab. A new anchor was opened and no patient consequence to report. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.